Manufacturer narrative:
Additional information was received that the lead was returned as it was an expired product. There was no patient involved in the event.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.